Event description:
It was reported that the insulin pump alarmed motor error several times. Customer does not use the sensor and they were able to rewind the pump. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms noted. The motor passed the motor test. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.